Manufacturer narrative:
(B)(4). Additional information: the device was manufactured february 3, 2015 ¿ february 4, 2015. The device was received for evaluation. Visual inspection revealed a white particle, approximately 1.16 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle floating in a large volume infusor. This was identified when the device was being light inspected. There was no patient involvement. No additional information is available.